Manufacturer narrative:
Investigation summary: product inquiry stated the lag screwdriver gamma3 to be the subject product. No further associated products were reported. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the lag screwdriver had been in use for a longer time (manufactured in 2013), we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. One of the four pegs of the lag screwdriver was found to be slightly worn. Displaced material was visible. The appearance of the damage indicated that the lag screwdriver had been operated under high forces most likely in an untightening direction. In case of intended use such damage would not have occurred. A pre-damaging of the instrument in prior surgeries could not be excluded. However a functional examination revealed that function of the lag screwdriver received was still fully given. A sample lag screw could be assembled and locked to the lag screwdriver as intended. The reported event (¿¿notches of the screwdriver doesn´t fit... Screw can´t be fixed correctly on the screwdriver..¿) could not be confirmed or reproduced. Based on the above facts the root cause of the reported event was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by the nurse of the hospital, that the screwdriver is broken. The notches of the screwdriver doesn't fit to the formular neck screw anymore. Screw can't be fixed correctly on the screwdriver.

Event description:
It is reported by the nurse of the hospital, that the screwdriver is broken. The notches of the screwdriver doesn´t fit to the formular neck screw anymore. Screw can´t be fixed correctly on the screwdriver.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.